Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units, and the insulin gauge displayed 170 units and remained static. Then, the insulin gauge decreased to 7 units. Blood glucose level was 339 mg/dl. Reportedly, when the remaining insulin in the cartridge decreased to 2 units remaining, a new cartridge was loaded successfully and the insulin gauge displayed an accurate fill estimate value.